Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a review of the device logs confirmed the condition and indicated that the inspiration block required replacement. A technician was dispatched to the customers site to evaluate the unit. The inspiration block was replaced, resolving the customer's report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator triggered an o2 mismatch alarm during use. No patient harm was reported.